Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history records: part # 314.743. Synthes lot # h479823. Supplier lot # h479823. Release to warehouse date: 23 oct 2018. Supplier: criterion tool & die, inc. No ncr's were generated during production. Device history batch null, device history review review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Updated event description: it was reported that on an unknown date, the tip of the reamer irrigator aspirator (ria) screwdriver shaft broke off when the locking slipped down. The surgery was completed successfully without surgery delay. A substitute instrument was available. There was no patient consequence. Flow: damage. Visual inspection: visual inspection performed at customer quality observed that the distal tip of the returned shaft was broken off. The broken pieces were also received for investigation. No further issues were noted. A device failure was identified. Review of the manufacturing record evaluation showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Investigation conclusion: a definitive root cause for the device breakage could not be determine it is possible that the device encountered unintended forces (during usage) that led to observed condition. The overall complaint condition is confirmed. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
6/20/2019: updated event description: it was reported that on an unknown date, during an unknown procedure, the tip of the reamer irrigator aspirator (ria) screwdriver shaft broke off when the locking slipped down. The surgery was completed successfully without surgery delay. A substitute instrument was available. Patient outcome was unknown. This complaint involves one (1) device.

Manufacturer narrative:
Additional manufacturer narrative: additional product code: hrx.. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Synthes sales rep. Drawn at the time of filing this report. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in germany as follows: it was reported that on an unknown date, the tip of the reamer irrigator aspirator (ria) screwdriver shaft broke off. It is unknown if when the issue was discovered. It is unknown if there was a patient or procedure involvement. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Part was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.